Event description:
During device evaluation, a baxter service technician reported finding an as50 infusion pump which expereinced a check flange alarm. This event may have caused an interruption of delivery. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). This device was returned to baxter for evaluation. Device evaluation is on hold due to an obsolete part and has not been completed, however, the condition of a check flange alarm was discovered before device evaluation was placed on hold. A follow up report will be submitted upon completion of device evaluation or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of a check flange alarm. The root cause was determined to be a defective barrel clamp assembly. No repairs have been performed as the referenced device has been removed from service. A service history review revealed no previous service events were related to the reported condition. A follow up report will be submitted if additional information becomes available.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred and a second proglide was used successfully to achieve hemostasis. Although requested, no additional information was provided.